Event description:
It was reported high impedances on left side of >4,000 ohms and <15ua: c0, c3, 13, 23, 03. Along with 1378 ohms and 17ua: c1, 12, 2074 ohms and <15ua: c2, 01, 02, 03. Pt is programmed 3+2- and 2.8v/60pw/190hz. Right side: 1028 ohms and 17ua: c4, c5, c6, c7; 1378 ohms and 17ua: 45, 56, 67; 2074 ohms and <15ua: 46, 47, 57. Pt is programmed 7-5+6+ 1.7v/60pw/190hz. Hcp states impedance test was done at 4v. Pt had several occasions where he was hitting his head several times between lead implant. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)